Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, the patient developed a low grade infection and a revision procedure was performed on (B) (6) 2010 and the taper adapter was removed. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterile certification confirms sterilization. There are warnings in the package insert that state that this type of event can occur. (B) (4).